Manufacturer narrative:
At this time, no product has been received for evaluation related to this complaint. No images have been received. Therefore, the complaint could not be confirmed. As the complaint could not be confirmed, no definitive root cause could be established for this complaint. Potential root causes include the application of undue force or pressure to the catheter. L-cath catheters are 100% inspected at various times during manufacturing, including visual inspection as well as leak and flow testing. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use include guidance that can help to mitigate the occurrence of leakage.

Event description:
Baby was critically ill with abnormal vascular anatomy. PICC sited at right scalp (2nd PICC attempt) insertion went well with PICC needing 1x adjust (position of the PICC was deep on x-ray). Line started leaking during the night at the purple sleeve of the catheter. Line was removed thereafter.

Manufacturer narrative:
The device was returned for evaluation. Leakage was not observed when the returned sample was tested, so the complaint could not be confirmed. However, some potential root causes for leakage include the application of undue force or pressure to the catheter. The instruction for use (IFU) states, "syringes smaller than 10 ml can generate high pressure (greater than 40 psi) capable of rupturing the catheter." Additionally the IFU states, "do not use force to flush the catheter as a 10 ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter." Securement techniques can also contribute to catheter leakage. L-cath catheters are 100% inspected at various times during manufacturing, including visual inspection as well as leak and flow testing. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use include guidance that can help to mitigate the occurrence of leakage.